Event description:
It was reported that this pacemaker system recorded a right ventricular (rv) lead safety switch, lead evaluation was performed, and no lead issue was found. Technical services (ts) was consulted, discussed several times of high out of range right atrial (ra) impedance measurements. Ts noted an atrial tachy response (atr) episode that has noise which may indicate external electromagnetic interference (emi). Ts recommended asking what patient was doing at the time as it appears to be emi. The lead safety switch was deactivated and reprogrammed to bipolar. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields h6: device codes and h6: impact codes from section h device manufacturers only.

Manufacturer narrative:
This report contains corrections to field d6a: implant date from section d suspect medical device. This report contains corrections to fields h6: device codes and h6: impact codes from section h device manufacturers only.

Event description:
It was reported that this pacemaker system recorded a right ventricular (rv) lead safety switch, lead evaluation was performed, and no lead issue was found. Technical services (ts) was consulted, discussed several times of high out of range right atrial (ra) impedance measurements. Ts noted an atrial tachy response (atr) episode that has noise which may indicate external electromagnetic interference (emi). Ts recommended asking what patient was doing at the time as it appears to be emi. The lead safety switch was deactivated and reprogrammed to bipolar. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system recorded a right ventricular (rv) lead safety switch, lead evaluation was performed, and no lead issue was found. Technical services (ts) was consulted, discussed several times of high out of range right atrial (ra) impedance measurements. Ts noted an atrial tachy response (atr) episode that has noise which may indicate external electromagnetic interference (emi). Ts recommended asking what patient was doing at the time as it appears to be emi. The lead safety switch was deactivated and reprogrammed to bipolar. This pacemaker remains in service. No adverse patient effects were reported.